Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: the doctor tried to fire but found the handle could not be squeezed at all. By suturing manually, the case was completed with no problem. There was an issue with the device being stuck on patient tissue. To remove the anvil and staples, each side of the intestinal canal was trimmed. There was no extension of operating time over 30 minutes. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding over 500cc. There was no reinforcement material used.